Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaked pneumo. No patient injury reported.

Manufacturer narrative:
11/19/1998- supplemental report sent to FDA.